Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot #190607). During the functional pressure leak test, a bonding leak was observed at the proximal end of the distal balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter showed no physical damage. Dried blood residue was observed in the catheter's balloons and luered tubings. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints for the icy catheter with lot number 190607.

Event description:
A patient with known, pre-existing vascular problems was placed into controlled hypothermia by ivtm therapy after out-of-hospital cardiac arrest (ohca). An icy catheter (lot #190607) was inserted into the patient's right femoral vein in a single attempt. Per the customer, catheter insertion was slightly difficult due to the quality of the guidewire in the zoll icy catheter kit, being "too thin, not stable enough." No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm treatment. About 24 hours after the initiation of the treatment, during the cooling phase when the patient's body temperature was 33.1°c, the customer observed blood in one of the catheter's luer tubings. Shortly after, the thermogard xp ivtm system displayed a mid:09 (air trap assembly) error message. Upon inspection, the customer observed that the color of the saline solution in the 500-ml saline bag had turned slightly red, like a rose color. The level of the saline solution in the bag seemed to have remained unchanged. The catheter was removed, and the mid:09 error message was cleared. After inspecting the catheter, the customer reported that one of the catheter balloons seemed to look damaged. The second icy catheter (lot #190607) was smoothly inserted into the patient's left femoral vein in a single attempt. The start-up kit (suk) and the saline bag were replaced, and the treatment resumed. After placing the second icy catheter, the aspiration of blood was more difficult than normal. The doctor said that he believed it was due to the patient's catastrophical vascular state because the second catheter was placed smoothly and correctly in the femoral vein. Approximately 21 hours later, during the re-warming phase when the patient's body temperature was 35.9 °c, the thermogard system displayed a mid:09 (air trap assembly) error message. The 500-ml saline bag was noted to be empty this time. About 250 milliliters of saline infusion into the patient's bloodstream was suspected. The catheter was removed, and the mid:09 error message was cleared. No malfunction was reported on the thermogard console. The ivtm therapy was discontinued because the patient was already at 35.9 °c, and the physician didn`t want to place another cooling catheter just for fever prevention. No patient injury was reported, and the patient was stable.